Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Caller reported ¿this thing is not working¿. Patient explained she felt stim in her vagina area but not all the time and her bladder was not doing as good as it was before. The had return of bladder symptoms. She had tried increase stim previously from 1.5 to 1.7v and she was experiencing symptoms now. Patient asked if it is normal to have pain when increase stim. Patient wanted to increase stim. Patient was instructed to increase stim to 2.1v and reported stim was comfortable. Patient was briefly getting poor communication when using the antenna but this was resolved after unplugging it and plugging it back in to ensure it is securely in place. Patient was advised to follow up with healthcare provider (hcp) to discuss return of symptoms. There were no further complications that have been reported as a result of this event.